Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (loud bang / won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components on the computer / analog (ca) board and defibrillator board. The cause of the inability to power on is the damaged components. The root cause of the high voltage deviation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor 'made a bang and felt like a firecracker went off'. The monitor subsequently would not power on. The patient reported that he could 'feel something on this left and right muscle'. There is no report of any injury resulting from the event.